Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during robot-assisted thoracoscopic lung lobectomy while attempting to resect the tissue, the device did not fire. The surgeon was able to pressed the green button but the handle was locked and could not be squeezed. To fix the issue a new cartridge was used. There was no patient injury.